Event description:
Philips received a complaint by the customer on the v60 indicating that the device was unable to hold the "pause" function. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the device was unable to hold the "pause" function. Bench repair is currently pending.

Manufacturer narrative:
It was reported that the device was unable to hold the "pause" function. At bench repair, the bench service engineer (bse) let the ventilator run for 30 minutes and confirmed the reported issue. The unit was unable to stay on standby mode. The bse reviewed the logs and confirmed no error codes were present. The bse then ran a calibration of the flow sensor assembly (fsa) and confirmed the calibration resolved the reported issue. The bse calibrated the fsa to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.